Event description:
It was initially reported that the pt was scheduled for a full generator and lead revision. Add'l info was received indicating that the pt had been experiencing a shocking pain which started after he bent down to pick something up. The generator and lead were explanted and replaced. The lead and generator were returned to the MFR for analysis. Product analysis on the lead was completed. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. Continuity checks of the returned lead portion were performed, with no discontinuities identified. F/u with the neurologist revealed that the pt was seen on (B)(6) 2011 complaining of shocking sensation in his left neck, which he described as constant, starting two weeks prior to the visit after picking up his back pack. The reporter stated, however, that the pain was intermittently occurring and was not associated with stimulation. The pt was also complaining of dizziness when swiping his magnet, worsening voice alterations and coughing with stimulation. During that visit, the pt's device was interrogated and normal and sys mode diagnostics were performed. The diagnostics tests indicated that the device ws functioning properly and not at end of svc. The neurologist chose to refer the pt for a full revision because he felt that there was still some type of malfunction with the device, despite the diagnostic test results. The pt was disabled on (B)(6) 2011, had a full revision surgery on (B)(6) 2011 and the device was turned back on during an appointment on (B)(6) 2011. The pt's symptoms have resolved.